Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).